Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 790s mg/dl with ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin, potassium, magnesium, phosphate, antibiotics, and saline. Reportedly, treatment resolved the issue and there was no permanent damage. System check and log review were performed, and the pump is functioning as intended. Multiple follow attempts were made by tandem customer technical support (cts) to acquire the ICU release date, however, no response was received.